Event description:
According to the reporter: procedure: adrenalectomy. During removal of the bag after the specimen was placed into the pouch the bag broke. The specimen fell into the patient cavity but was all removed. No residue was left in the patient and there was no injury to the patient.